Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was configured in the incorrect language. As part of the investigation the heartsine production test records were reviewed. It was observed that the final unit test of the 360p was not completed, which has led to the resulting failure. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their device was configured in the incorrect language. This may lead to an inability understanding the operation of the device, which may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.